Manufacturer narrative:
(B)(4) batch # = n90831. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # = n90831.

Event description:
It was reported that during an unknown procedure, when the clips were deployed the leg lengths were j shaped. It is unknown on which firing this occurred or what kind of tissue. There were no patient consequences reported.